Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# v000904, implanted: (B)(6) 2014, product type: lead. Product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-33, lot# v000306, product type: lead. Product ID: 748925, serial# (B)(4), product type: extension. Product ID: 748925, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The patient stated that her spinal cord stimulation (scs) gave her stimulation in her knee and not in the back where she needed stimulation for pain relief. The scs was removed several years ago.